Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported their neighbor put in an invisible/underground dog fence and they felt like the fence was affecting their therapy. They felt a pulling sensation. No further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the fence that was put up by the neighbor was not an electric fence. The symptoms the patient was experiencing were not deep brain stimulation (dbs) related. It was unknown if the symptoms had been resolved. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.